Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power on. Complainant indicated that there was no pt involvement in the reported malfunction. Complainant indicated that during subsequent biomed testing the reported malfunction was not replicated.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.